Event description:
It was reported that during a routine daily check the cardiosave intra-aortic balloon pump (iabp) had display issues, one half of the screen was faulty. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse ordered parts for replacement and is currently waiting to receive them to complete the repairs. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a routine daily check the cardiosave intra-aortic balloon pump (iabp) had display issues, one half of the screen was faulty. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during a routine daily check the cardiosave intra-aortic balloon pump (iabp) had display issues, one half of the screen was faulty. There was no patient involvement, and no adverse event reported.